Event description:
It was reported that during a procedure involving the hemorrhoid stapler, there was a loud crushing sound upon firing, as if something broke. When the anvil was opened, only a partial staple line was formed while the rest of the staple line was absent. Bleeding occurred. The anvil was noted to be easier to detach from the stapler handle compared to normal times. Suturing of the staple line was performed to stop the bleeding as a replacement for the staple line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 (phone and fax number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Functionally, after actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be attached to the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. An acceptable gap between anvil and staple guide was observed when fully approximated. The port was received. The anoscope was received. The dilator was received. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely. The instrument made a strange noise upon firing. It was reported that during a procedure involving the hemorrhoid stapler, there was a loud crushing sound upon firing, as if something broke. When the anvil was opened, only a partial staple line was formed while the rest of the staple line was absent. Bleeding occurred. The anvil was noted to be easier to detach from the stapler handle compared to normal times. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.